Event description:
Patient presented with an abdominal aortic aneurysm. Deployment of the gore excluder bifurcated trunk-ipsilateral device and a right side contralateral leg as an extender was successful. The physician made several attempts to cannulate the contra lateral leg stump and ultimately lost guidewire access. At this point a decision was made to convert the patient to an open repair. Upon removal of the devices the deployment sleeve was hanging over the left limb of the ipsilateral device. The physician wondered if this could have been why they had difficulties in gaining access and successfully bringing the limb of the graft down the left iliac artery. The gore excluder endoprosthesis devices were explanted and replaced with a hemashield dacron graft. Patient is in stable condition.